Event description:
It was reported that, during a shoulder arthroscopy, when the physician introduced the "supertvac 90° ic wand" and gave 4 steps on the pedal, in the last step the console made a noise and the screen showed the error message "e4 wand short". After that, the console emitted a strange alarm. In consequence, the tip was disconnected and the console was turned off and turn on again; however, the same message on the console persisted. The procedure was successfully completed with a competitor device and no significant delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. A review of the instructions for use found precautions to avoid shorting on the wand. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Factors that could have contributed to the reported event include 1- a saline leak inside the handle. 2- there was an attempt to excavate large ablated tissue remnants. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.